Event description:
The pt developed redness, swelling and pain at the device pocket site. Cultures were postive for staph. The pt was treated with both IV and oral antibiotics and the infection was reported to have resolved.